Event description:
The physician was attempting to implant a resolute integrity drug eluting stent. The resolute was unable to cross the lesion and the shaft split at the rapid exchange port of the device. No clinical sequelae reported.

Manufacturer narrative:
Evaluation results and conclusion: failure to deliver the stent is listed in the product IFU as an inherent risk of procedure. No results available since no device evaluation performed. Unable to confirm complaint, (B)(4).